Manufacturer narrative:
Device analysis report attached. This report is submitted on april 8, 2022.

Manufacturer narrative:
This report is submitted on october 25, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) around receiver and proximal electrode and subsequently was treated with alternating IV and oral antibiotics (specific date not reported) for approximately 8 weeks. However, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.